Event description:
During the evaluation of a spectrum pump for no backlight, constant nuisance upstream occlusion alarm were experienced. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The history log confirms 30 occurrences of upstream occlusion alarms. The device was found out of specification caused by corrosion on the upstream sensor that was caused by fluid intrusion. The upstream sensor was replaced.